Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are having issues with their sensor. The customer states that during dinner the sensor started alarming that he was 202mg/dl when he was actually over 600mg/dl. The customer's current blood glucose reading is 600mg/dl. Troubleshooting was conducted. The customer was able to calibrate. The customer was advised to call back if issues with the sensor return. Nothing is being returned or replaced at this time.